Manufacturer narrative:
The returned device was evaluated and the pod was received with the cannula assembly not deployed. The download data shows that the pod had completed both the first and second priming sequences in the expected number of pulses and was deactivated at the end of second prime. The returned pod was received with the needle cap and the adhesive liner still attached; the needle mechanism was noted to have fired into the needle cap. Due to the needle cap being still attached when second prime was activated, the needle mechanism assembly was not able to deploy properly during second prime. During the investigation, the needle cap was removed and the needle mechanism deployed as intended.

Event description:
A patient reports while activating a pod the needle had failed to deploy. The pod was not worn. The patients pod will not be returned as it has been discarded.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.